Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter system needls have gon through the catheter. Report 1 of 3. The following was received by the initial reporter: over the past week there have been 3 instances where the needles for our 1.75 inch peripheral ivs have cut through the catheters while inserting ultrasound guided ivs. We have a picture of one and have kept a sample of another.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2023 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two photographs which displayed the cannula piercing through a 22g catheter tubing, and media is present in the device. The photographs do not appear to be related to the implicated 20g IV catheter that was returned for this investigation. The physical 20g sample was received retracted and decoupled with the needle slightly bent and the catheter tubing significantly damaged. The reported issue was confirmed. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. The IFU(instructions for use) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter system needls have gon through the catheter. Report 1 of 3. The following was received by the initial reporter: over the past week there have been 3 instances where the needles for our 1.75 inch peripheral ivs have cut through the catheters while inserting ultrasound guided ivs. We have a picture of one and have kept a sample of another.